Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced tower common compute controller (ccc), madd board, and sioux module to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This madd board was returned for evaluation and the reported issue was confirmed and replicated. The issue was confirmed by its replication. The madd board was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where a 319 error was immediately presented. The unit was taken to a programming station where it was unbricked. The madd was reinstalled onto the system, where this time there were no issues. As a result of these findings, the root cause was determined to be a bricked madd. The tower ccc was returned for failure analysis, and the reported issue was replicated and confirmed. In the error logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The tower ccc was installed into the golden system where the reported failure was triggered by indicating faults on the ccc, replicating the report event. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked tower ccc. The console siox module was returned for failure analysis and the reported issue was confirmed and replicated. In the system logs, this error 319 was found indicating that this failure did occur in the field. Upon visual inspection, no issues were found that would be related to the reported. The console soix module was installed, programmed and tested on the in-house golden system where programming was not successful pointing to a missing node pointing to pce pca - simry node. To confirm and verify the root cause of this reported failure, the pce pca unit was tested and resulted in pca component being bricked. This pce pca unit went through unbricking process, was reinstalled to the siox assy and reinstalled to the gold system with the issue unresolved. They swapped the 2 pce pca unit with no resolve. The pce pca unit was still not seen. As a result of the test and findings, failure analysis was not able to determine the root cause of the reported event.

Event description:
It was reported that during a field service activity, a system upgrade was attempted by the field service engineers (fse). The hub on a stand was de-installed, and programming was attempted, but completed with errors. The fses were required to program each node on each console to a golden state in stand-alone mode before attempting to upgrade to version 1.2. The console and robot appeared functional initially, but further issues arose with each console. The tower failed to communicate. There was no report of patient involvement.